Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges severe pain, decreased range of motion, difficulty walking, loosening and dislocation. Update oct 18, 2017 added an unknown hip device to address the allegation of implant loosening.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4)

Event description:
Pfs and medical record received. In addition to what was previously alleged, pfs alleges no new information. After review of medical records for reportability, the patient was revised due to traumatic dislocation of right total hip arthroplasty. X-ray revealed that the plate was pulled away from the distal fragment. Clinic visits reported of pain.